Manufacturer narrative:
Device unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Device passed the basic occlusion test, displacement test and 10u bolus delivery, no motor error alarms occurred during test. Motor tested ok. Device returned with missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the device alarmed multiple motor error alarms. Customer's blood glucose was 487 mg/dl. Customer went through a cat scan 3 to 4 months ago. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.